Event description:
Surgeon tried to snap the 11mm medium insert onto an m2 baseplate but couldn't get it to snap down. He asked for a 9mm medium insert once he realized he couldn't get the 11mm to snap down. He couldn't get the 9mm medium insert to snap down. He asked for another 9mm insert. The second 9mm medium insert snapped down fine.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.